Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician thought this right atrial (ra) lead may have a product performance anomaly. The physician then asked the patient to send another transmission. Attempt to obtain additional pertinent information was unsuccessful. This ra lead remains in service. No adverse patient effects were reported.